Event description:
Technician alleged that the stretcher had no brake function on one end. When the brake pedal was set, one end still rolled.

Manufacturer narrative:
Technician discovered the stretcher was missing a bolt and nut. Technician installed a new bolt and nut to resolve the issue.